Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery: (B)(6) 2012. Revision of right shoulder components due to rotator cuff failure after a fall. Surgeon states event is definitely not related to devices and unlikely related to procedure. This event report was received through clinical data collection activities.